Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported uncomfortable stimulation. Stimulation was frequently too high affecting their right toe which was getting painful and worse. Patient was unable to decrease stim as patient programmer (pp) won't turn on. The patient stated pp screen did not come on or blank when they use the "top button." Patient stated manufacturer saw patient a few weeks ago, told patient not to leave pp batteries in pp. Patient does not have any batteries in pp at this time. Patient will have to go buy some pp batteries. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that since about 5 weeks ago the patient was still leaking, and they couldn't hold their urine. It was noted that their symptoms had been gradually getting worse over time. It was noted that they had tried all four programs, and they were not getting a 50% reduction in their symptoms. They asked if there was anything else that could be done, and it was reviewed that the device can be reprogrammed. It was recommended that they follow up with their healthcare provider about possible reprogramming. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the they still have incontinence. They can't find the correct program or setting and they are frustrated. The patient was still having issue with toe painful spasms if set to high can't hold urine. At the doctor's appointment the representative reset it by replacing the batteries resolved the batteries issue.